Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was due to a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Event description:
The screen black out was discovered before an unknown therapeutic procedure. No delay in procedure. Device was inspected before use.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a black out when the main unit is connected. Even after cleaning the connection terminals, the problem persists. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image/ black out image due damage on the charge-coupled device and breakage of the image sensor cables. Additionally, due to the damage on the charge-coupled device, the image also had white dots. Upon further inspection, it was observed that the adhesive on the bending section cover had a chip due to deterioration caused by chemical or physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, switch1, control unit, grip, up-down plate, right-left plate, light guide connector, light guide cover glass, video connector and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.